Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they had a patient that was cooling on transport. The patient just arrived, and they were setting up the arctic sun device. When they turned the device on, it gave an alarm 41 (low internal flow). Had nurse start therapy, after a few minutes water flow rate (wfr) was 1 l/min, inlet pressure (ip) was -7psi, and circulation pump command (cpc) was 33 percentage. Device appears to be working. Recommended nurse keep an eye on it and call back with any issues.

Event description:
It was reported that the nurse stated they had a patient that was cooling on transport. The patient just arrived, and they were setting up the arctic sun device. When they turned the device on, it gave an alarm 41 (low internal flow). Had nurse start therapy, after a few minutes water flow rate (wfr) was 1 l/min, inlet pressure (ip) was -7psi, and circulation pump command (cpc) was 33 percentage. Device appears to be working. Recommended nurse keep an eye on it and call back with any issues.

Manufacturer narrative:
The reported issue was inconclusive. Root cause was not able to be isolated as unit was not evaluated. Had nurse start therapy, after a few minutes water flow rate (wfr) was 1 l/min, inlet pressure (ip) was -7psi, and circulation pump command (cpc) was 33 percentage. Device appears to be working. A DHR review is not required as the serial number is unknown. The instructions-for-use under are found to be adequate. Correction: e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.